Event description:
It was reported that during treatment the versajet console shows an error when using the power setting 9 or 10. It is unknown if there was a delay and no backup device was available. There is no information regarding to the patient status or how the treatment was completed.